Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the label on a paxgene® blood rna tube was missing. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for missing label with the incident lot was observed. Additionally, 200 retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to missing label was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos and sample, the customer¿s indicated failure mode for missing label with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and missing label was not observed. The most likely root cause of this issues is related to the timing of the labelling machine. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.